Manufacturer narrative:
510(k) : k192697. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report as it was described. The deployed clip was returned attached to the device in the closed position. Under visual magnification, the cath attach was observed outside of the housing and attached at the proximal end of the clip. The coil cath tabs do not appear crimped, this would allow the cath attach to slide out of the housing and remain attached to the clip. The device was viewed before deployment, and the cath attach was not bottoming out inside the coil cath while the clip was attached. A function test was attempted, in order to deploy the clip. With handle manipulation the device deployed the clip. After deployment, the cath attach could be seen bottoming out inside the coil cath. The device was sent back to the supplier for further evaluation. The supplier provided the following: visual evaluation: the tabs on the coil cath are not crimped. Functional evaluation: our laboratory evaluation of the product said to be involved confirmed the report as it was described. The clip was returned deployed from the device in the closed position, therefore, functional testing for open and close issues could not be performed. The tabs on the coil cath are not crimped which could allow the cath attach to slide out of the housing and remain attached to the clip. The device history records for this lot, manufactured april 2021 were reviewed. The manufacturing records and/or fqc checklist did not indicate relevant defects. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause is an incorrectly manufactured the device. The cause of the manufacturing failure is unknown. The supplier has initiated a change to their process to include additional verifications that will prevent reoccurrence. The supplier provided the following: approved revisions to work instruction and DHR was initiated and approved to include an in process verification of open/ close functionality additionally, a visual standard was initiated and approved to assist the operators with inspecting for crimped tabs. The complaint was confirmed. Corrective actions have been initiated to prevent future occurrences. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
510(k) : k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy with otsc removal and then a colonoscopy with hot snare polypectomy, cold snare polypectomy, and hemoclips deployment, a cook instinct plus endoscopic clipping device was used. The device would not deploy as designed; it was unable to deploy or open the clip from the tissue. This was reported to cook via medwatch (B)(4). Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.